Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was received. Investigation is not yet complete. A follow up report will be submitted with additional information.

Event description:
This report is filed because the implanted mitraclip (70208u179) was explanted by a non-abbott device, requiring groin surgery for device removal. It was reported that 3 mitraclips were implanted without issue in a patient with functional mitral regurgitation (mr), reducing mr from grade 4 to 1-2. The clip delivery system and steerable guide catheter were removed from the anatomy. During removal of a v-wave measurement pigtail catheter, the medially implanted mitraclip became detached from the leaflets with the pigtail device. On x-ray it was seen that the clip was attached to the pigtail. Mr increased to 2. Reportedly, the medial clip had been implanted on the pigtail device but this had not been visualized during leaflet grasping as the pigtail was not visible on echocardiogram. Reportedly, this was not a device issue rather a visualization issue. The pigtail, along with the attached clip, were pulled to the inguinal area and surgically removed from the vessel. The central and lateral mitraclips remained in stable position. There was no leaflet damage. The procedure was completed with mr grade 2. The following day, c-reactive protein (crp) increased due to pneumonia. The patient became septic and catecholine medication was increased. On (B)(6) 2017, the patient expired due to sepsis. Per physician, the pneumonia, subsequent sepsis, and patient death were unrelated to any mitraclip device. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported device damaged by another device resulting in detachment of device component could not be tested during returned device analysis. However, complete clip detachment was confirmed as the clip was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device damaged by another device resulting in detachment of device component appears to be related to user technique/ procedural circumstances as it was confirmed that there were visualization difficulties during the procedure. The reported patient effect of surgical procedure was a result of case-specific circumstances as the pigtail, along with the attached clip, were removed to the inguinal area and surgically removed from the vessel. Additionally, the following day post procedure, the patients c-reactive protein (crp) increased due to pneumonia. The patient had become septic and catecholine medication was increased. On (B)(6) 2017, the patient expired due to the sepsis. In the physicians opinion, pneumonia, subsequent sepsis, and patient death were unrelated to any mitraclip device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.